Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the insulin pump had a blank screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer's family reported that they received low battery alert and failed battery alert. The customer's family states the contacts on the battery cap were not missing or damaged. The customer's family states battery compartment was neither damaged nor corroded. The customer's family states the spring was neither damaged nor corroded. The customer's family reported that the insulin pump did not alarm failed battery alarm after battery changed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.